Manufacturer narrative:
Final analysis found that as received, the distal portion of a partial lead was returned in one piece measuring 46.0 cm. Visual inspection found an external abrasion breaching the outer insulation at 32.0 ¿ 32.5 cm from distal tip, proximal to suture sleeve tie impression. The cause of noise was due to external insulation abrasion which is consistent with friction to the device can. The reported event of noise was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-13233. Related manufacturer reference number: 2017865-2019-13235. It was reported that the right atrial lead exhibited persistent noise resulting in auto mode switch and noise reversion episodes. During explant of the atrial lead, the right ventricular lead was noted to have an insulation breach, and the left ventricular - lv lead was inadvertently displaced during the procedure. All leads were successfully explanted. Upon explant of the lv lead, the previously reported externalized conductors were noted near the proximal electrode. The patient¿s condition was stable before, during and post procedure.